Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Event log confirmed that there was a record of error code 1720. Functional testing did not confirm reported primary complaint. Cause of problem was a possible defective backup capacitor. Preventively replaced the backup capacitor. The device passed all functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error 1720 displayed during log analysis. The fault occurred during infusion. There was no patient involvement.